Event description:
It was reported that the pt had impedance issues. Some of the bipolar pairs showed readings above 4,000 ohms. Electrodes 1, 5, and 7 were above 4,000 ohms. The pt was scheduled for an ins replacement. Add'l info received report that the implantable pulse generator (ipg) was replaced on (B)(6) 2011 because it was at the end-of-life/end-of service (eos). The eos was expected as normal and the pt received therapy with the new ipg. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).